Event description:
During a review of the logs of the returned homechoice machine by a baxter technician, a system error 2240 alarm was identified. The system error occurred on (B)(6) 2011 during drain of cycle 4 of 4. A se 2240 is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A system error (se) 2240 was found during a review of the patient alarm log of the hc device. Not enough data is available within the investigation to identify root cause. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted if any additional information becomes available.